Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip detached from the pump case. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose level was over 500. Customer delivered a correction bolus and increased water consumption. The customer loaded new supplies and resumed insulin delivery.